Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's experienced infection at implant site; subsequently the patient's abutment was removed (date not reported). The patient will continue to be clinically managed.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the device resulting in the decision to explant the device on (B)(6) 2015. The patient was reimplanted with a new device on (B)(6) 2016. This report is submitted on may 29, 2017.